Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the front housing panel cable was disconnected and re-connected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pendant would a "scrolling-blinking" generator status during start up. There was no patient present when this issue was identified.